Event description:
It was reported the patient presented to the emergency room with arm pain and swelling. There was decrease in impedance and an increase in thresholds. An x-ray showed the lead appeared to be in the same place as at implant, and had not moved or dislodged. However, additional testing was done, and it was determined that the lead had perforated the heart. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.